Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the field was trying to determine the shock impedance value of this subcutaneous implantable cardioverter defibrillator (s-ICD) after a defibrillation threshold (dft) test. Data analysis determined the dft shock impedance was not recorded in the programmer log files due to telemetry issues. It was also noted the pdf report attached doesn't contain the actual shock delivered marker because of the telemetry issue but apparent shock delivery is seen on the electrogram. The s-ICD remains in service and there were no adverse patient effects reported.